Event description:
Customer reports that after a CT scan and reprogamming valve, patient cointinued to have same symptoms and scan showed fluid in ventricle. Value was replaced the next day and dr. Believed valve to the faulty.